Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4). To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the needle piece(s) retrieved during the same procedure? The needle broke in two in the patient (large and normally robust needle), the needle was immediately found by the surgeon in the patient. It was reported there was any consequences for the patient, what is the surgeon's opinion of consequences to the patient? The needle broke in two in the patient (large and normally robust needle), the needle was immediately found by the surgeon in the patient. Were x-rays taken to locate the needle piece(s)? No, x-ray was taken to locate the needle. What measures were taken to retrieve the broken piece? It was immediately found by the surgeon without the need for any particular intervention. Was there any additional tissue damage, as a result of searching for the needle piece? There was no additional tissue damage, as a result of searching for the needle. What tissue structure the broken needle was located? It was an intervention to restore digestive continuity by elective approach with ileo-ileal anastomosis. The needle breakage occurred during closure of the aponeurotic orifice (multiple stitches in x). A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a digestive procedure to restore digestive continuity by elective approach with ileo-ileal anastomosis on (B)(6) 2022 and suture was used. The needle of the suture kit broke in two in the patient (large and normally robust needle), the needle was immediately retrieved by the surgeon in the patient. There was any consequences for the patient, but there could have had serious consequences or a significant increase in operating time if the needle had not been found. This is the first time this incident has occurred. It was noted by healthcare professionals that the thread had broken at the insertion site of the needle, but they have not been reported. This is the first time the needle has broken in the patient. No adverse patient consequences were reported. Additional information was requested.